Event description:
It was reported that this right ventricular lead exhibited high out of range impedance measurements. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range impedance measurements. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: d4: serial number.